Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent ongoing unexpected resets occurred. On 6/23/2024 the customer's blood glucose (bg) was 500 mg/dl with moderate ketones. Heath care provider determined the ketone level was "dangerous". Customer tried to address bg with a manual insulin injection. Customer went to the emergency room. They were treated with intravenous fluids of saline and insulin. Treatment resolve the issue and there was no permanent damage. Customer was released later that day, 6/23/2024. Ultimately, the customer reverted to an alternate method of insulin.